Event description:
In 2003, the sheath was placed in the radial artery for usage during a balloon angioplasty proceduree. Nine days later pt experienced pain in right arm and a small lump over the access site. Four days later the site was drained. Antibiotics were administered and event resolved 1 week later.